Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation, it was identified that the mechanism installed in device serial number (B)(4) did not match the mechanism recorded in the device history record (DHR). Additionally, the device serial number written on the mechanism identified the mechanism as belonging to device serial number (B)(4). Review of the DHR for device serial number (B)(4) verified the serial number written on the mechanism. The ultrasonic sensor installed in device serial number (B)(4) did not match the ultrasonic sensor recorded in the DHR. Review of the DHR for device serial number (B)(4) did not verify the ultrasonic sensor installed in the device; it is unknown which device this ultrasonic sensor was removed from. This is an indication that the mechanism and ultrasonic sensor were not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.